Event description:
The customer reported that the device issued a ¿speaker malfunct.¿ no patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device issued a "speaker malfunct." No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.